Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the keypad button issues was not able to be duplicated during investigation; all keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the top of the battery chamber and extended towards the case seal. In addition to the unrelated issues, evaluation revealed that the vibration motor pins were not making an electrical connection with the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the keypad buttons were intermittently unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.